Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a scd pump. The customer returned the unit back to stock to a covidien service center. Upon triage, service tech found the power cord was damaged with exposed copper wiring. There was no arcing.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.